Event description:
It was reported by the customer that the device was displaying a service icon and had an error code in memory that indicates a potentially critical failure. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The main pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the reported failure could not be duplicated. Physio-control's failure analysis center performed ten 3 am monthly tests, ten 3 am daily tests and ten analyze, charge, and shock sequences. No discrepancies were observed in any of these tests.